Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a filter retrieval procedure, the physician was attempting to pull back on the wire, but it started to fray, causing damage to the tip of the retrieval device. The retrieval device was removed completely intact with the wire, and the physician had to pull the wire out through the distal end. There was no harm to the patient and the procedure was completed by using another of the same device. No additional procedures or intervention were required due this occurrence.